Event description:
It was reported to the manufacturer, by the end user, per the end user, that during a lift transferring a patient from a wheelchair to a bed the strap failed. Susie states the strap was a hoyer sling, and the straps were not frayed. Fortunately, there were no injuries when asked whether the lift and sling had been removed from service and asking for pics showing that failed strap, she mentioned the sling was disposed of. When asking for an item or model # of the sling, she was not certain, but said the sling was blue. I confirmed if the main color of the sling was blue of if one of the colors on the sling was blue - she restated the main color of the sling was blue. I then told her that sling was likely not a hoyer sling as the predominant color on our slings is grey with color accents for identification. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.